Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital after hearing an alert. During review of the device memory, electromagnetic interference was observed. No noise was observed during manipulation of the device nor during patient arm manipulation. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.